Manufacturer narrative:
The pump was monitored for several days and no blank display was noted. The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, self test, unexpected restart, off no power, prime and excessive no delivery alarm tests. The pump was received with normal operating currents. No unexpected failed battery test, unexpected black screen or unexpected display anomalies noted. No damage on the lcd isolation tape was noted. The pump was received with intermittent button response due to a flattened express bolus and esc button dome switch. No unlocked lcd keypad connector noted. No moisture damage found on the electronics, motor, battery tube or vibrator assembly. The pump was received with minor scratches on the lcd window, a cracked belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving a failed battery alarm and a black rectangle on display screen. Customer's blood glucose was unknown. After troubleshooting, alarm was resolved but display screen remained blank. Customer was advised that insulin pump would need to be replaced.